Event description:
A temperature alarm issue was reported during charging, with the pump not exposed to extreme temperatures. There was no adverse impact on the customer's blood glucose level. The customer arranged to use multiple daily injections (mdi) as a backup insulin therapy while tandem technical support provided a replacement pump. The customer received instructions for returning the original pump and understood the procedures for using the replacement.